Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.